Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on post operative laparoscopic gastric bypass, on anastomosis there was poor staple formation, the patient also experienced post op bleeding at the staple line and vomiting of blood. As a result of the event, it lead to or extend the patient hospitalization. To resolve the issue, the surgeon fixed the staple line by over sewing and blood transfusion was done to the patient.